Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -11.0/+2.0/087 (sphere / cylinder / axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The patient experienced low vaulting with rotation, on (B)(6) 2022 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).